Event description:
It was reported that the patient was hospitalized from (B)(6) 2022 to (B)(6) 2022 for bacteremia. The patient was also reported to have a history of clot. Mobile power unit related manufacturer number: 2916596-2022-01903.

Manufacturer narrative:
The patient's history of clot was previously reported under MFR #: 2916596-2019-00661. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported clot could not be confirmed through this evaluation, as the device remains in use. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported clot and bacteremia could not conclusively be established through this evaluation. The submitted log file captured data from 23jan2022 ¿ 22mar2022. The pump appeared to function as intended at or above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.